Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/83 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation sites confirmed by computed tomography and their parameters and complication rates. Pacing and clinical electrophysiology. 2022;45:196¿203. Doi: 10.1111/pace.14437. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports leadless ipgs which exhibited pacing and sensing failures with one device that required recapture and reimplant, and the others needed reprogramming. The status/disposition of the devices is unknown. No patient complications have been reported as a result of this event.